Event description:
The customer called stating that they have been having problems with their microlet lancets. According to the customer, the lancets would break into their fingers and would have to be removed with a nail clipper. Initially the customer indicated that this would happen with 10 lancets out every box of 100 lancets. In a followup discussion in 2003, the customer mentioned that the problem occurred 8 to 9 times over a period of using 400 lancets. The customer mentioned that their fingers have become infected due to these lancets breaking. The customer went to the doctor the first time patient had pain and redness in their fingers. Doctor removed the lancet tip from their finger and prescribed a cream to prevent infection. The customer has been reminded of the proper lancing procedure. A request has been made to return the lancet kit for evaluation.